Manufacturer narrative:
Additional information is pending return of the product used by the customer for inspection.

Event description:
Customer reported that thirty cassettes lost the marking pen information containing patient identification after processing.